Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion location and characteristics are unknown. The physician advanced the 12mm x 3.50mm quantum apex balloon catheter, inflated the balloon to 12 atms and the quantum apex balloon ruptured. The number of times the balloon was inflated is not known. The procedure was completed with this device. No patient complications were reported and the patient's status is good.